Event description:
[Pfizer biontech vaccine-supplies] treatment under emergency use authorization(eua): pfizer biontech vaccine vaccinator reported that there was a malfunction of the retractable safety syringe (product haiou medical apparatus co; lot 20jc2). The vaccinator reported that she was administering the dose of pfizer biontech vaccine and the needle "exploded"/detached from needle. The needle stayed in patient's arm, syringe in nurses hand, and nurse manually removed the needle from the patient's arm. The nurse is unclear if the patient received the full dose of the vaccine as some volume spilled as a consequence of the detachment. Please see attached images for your reference: retractable safety needle in it's original package (image 1), product with malfunction (image 2 and 3). From the images attached, you can notice how the needle detached from the syringe completely.